Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the customer went to the emergency room due to blood glucose (bg) level of 485 mg/dl. Customer¿s bg was treated intravenously with saline and insulin. Reportedly, customer left the ER eight hours later with the issue resolved and no permanent damage. Reportedly, the pump battery could not be charged which resulted in the battery fully depleting and the pump shutting off. The customer reverted to an alternate method of insulin therapy.